Event description:
Patient presented to the physician with severe pain at the ribs where the sensing lead is located. Physician brought the patient into the or, examined the area, and found that the sense lead went underneath the rib space in proximity of the sternum. Physician removed the ipg, stimulation lead, and a portion of the sensing lead. Physician decided that removing the remainder of the sensing lead could injure the patient and made the decision to leave the remainder of the component. Patient presented back to the physician with continued discomfort at the rib area. Physician will be collaborating with a thoracic surgeon to schedule a second surgery to remove the sensor tip at a later date.